Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to forget extra bluetooth devices, closed background applications, and try re-pairing transmitter, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data logs where evaluated and showed pairing failures; transmitter was used beyond 90 days. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was due to customer error.